Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that the transmitter lost connection with the pump for greater than one hour and customer experienced a blood glucose level (bg) of 300 mg/dl. The customer required assistance to address their bg via a mdi correction injection. Reportedly, the pump and transmitter were not within range, once customer readjusted positioning of devices transmitter regained connection to the pump. No additional patient or event information was available.